Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy, endoscopic mucosal resection (emr) for colonic polyps' procedure while the patient was under sedation, approximately 3 cm of the rotating clip's main body that fell off inside the patient's large intestine that was retrieved using a snare. Furthermore, there were no unplanned diagnostic imaging to locate the device. A 10 minute delay was reported but there were no additional general anesthesia or some type of sedation was administered. The procedure was completed using a back-up device. There were no reports of further patient harm. This report is for the rotatable clip fixing device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, and h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the operating wire coating of the applicator peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a. Over the years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. ·the device was inserted into the endoscope at an angle against the biopsy valve. ·the device was withdrawn from the endoscope at an angle against the biopsy valve. ·the device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. ·during reprocessing, the insertion portion was tightly coiled and strongly rubbed. B. Due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Olympus will continue to monitor field performance for this device.